Event description:
Reporter states end user was going down a steep hill when the right gear went out. The chair was traveling at a high speed and when it hit the curb, it turned over and pressed the right foot between the curb and the chair battery. The end user received a sprained ankle.